Manufacturer narrative:
(B)(4). Results: (migration, endoleak). (Disease progression with dilatation of the aortic neck). Conclusion: (disease progression with dilatation of the aortic neck).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 11 years ago. Aneurysm and vessel morphology from the time of implant are unknown. Over the last year, the aneurysm has enlarged from 5.1 cm to 5.9 cm. The patient has disease progression with dilatation of the aortic neck to 32 mm ad angulation of 40 degrees interiorly. The patient has been returning for regular follow-ups. It was reported that the stent graft migrated distally and is 3 cm below the lowest renal artery, resulting a large proximal type I endoleak. The type I endoleak was treated with two talent aortic cuffs and successfully resolved type I endoleak. No additional clinical sequelae reported, and the patient is fine.